Event description:
Hcp reported onset of infection was 2004. Patient presented with with incisional wound opening. The primary location of the infection was the device pocket. Cultures were obtained from the device pocket.: type of organism found is unknown. The patient was treated with IV antibiotics and the infection was resolved.

Manufacturer narrative:
Supplemental was previously manually submitted on 2011-02-17. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported her implantable neurostimulator for trigeminal neuralgia had to be re-implanted twice due to an infection. Reference mfg. Report 6000032201101217 for first infection.